Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Accolade tmzf inserter broke at the handle during revision procedure while extracting the implant. The hip was infected.

Manufacturer narrative:
An event regarding crack/fracture involving a accolade stem inserter/extractor was reported. The event was confirmed. Method and results: device evaluation and results: mar concluded that, ¿the device broke in overload through multiple events. No material or manufacturing defects were observed on the surfaces examined.¿ medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the investigation concluded that the instrument broke in overload through multiple events. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Accolade tmzf inserter broke at the handle during revision procedure while extracting the implant. The hip was infected.